Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent an rf ablation wherein the pg was not placed into surgery mode. Instead, therapy was turned off prior to the rf ablation. Post rf ablation, patient's ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and thereafter the ipg was recovered via troubleshooting.